Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported, that the pt's parents complained, that the device ran easily out of charge. Since december 5, 2004 the pt had no hearing sensations. Investigations showed a swelling at the implant area, probably the result of a head trauma.